Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 650cc mentor smooth round moderate plus profile saline breast implant being used in an unspecified breast surgery deflated intraoperatively. After placing the implant into the patient, the fill tubing disconnected and tore. Then, while trying to remove the device via the patient¿s axilla, the implant itself also tore. There was a seven-minute delay in surgery while a new device was retrieved, but the procedure was completed without any patient consequences.

Manufacturer narrative:
On 12-oct-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, when the implant was in the patient, the fill tube fell out and tore in the process of trying to take it out. The fill tube popped out when the surgeon was filling the implant and it tore when he was removing it through the axilla. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.1 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: intraoperative trauma, excessive stresses, or manipulations. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-sep-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).